Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-19354. It was reported that the patient's therapy was auto-reducing due to high impedances on their l5 lead, and the patient was experiencing ineffective therapy. As a result, the physician explanted and replaced the patient's l5 and s1 leads, resolving the issue.